Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
No new information.

Event description:
It was reported that the drill overheated during a surgical procedure. The procedure was completed successfully without a clinically significant delay; the patient was reported to have received a burn to the tongue musculature which will require additional treatment.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete.